Event description:
The patient contacted animas on (B)(6) 2014 reporting that they went through three batteries in one month. There is no reported adverse event with this complaint. This report is made based on the allegation of the short battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: one replace battery alarm was observed in the black box due to normal battery wear. No evidence of short battery life observed in the pump histories. No data in pump histories from time of reported short battery life due to continued use. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.